Event description:
Healthcare professional reported "capsular contracture of the left breast with possible ruptured left breast implant", baker grade unknown. Healthcare professional later reported baker grade "4". Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as fold flow opening. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture of the left breast with possible ruptured left breast implant", baker grade unknown. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional, later reported, capsular contracture, baker grade IV.